Manufacturer narrative:
G4: 24jul2020, b4: 02sep2020. The international philips service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27oct2020; b4: 28oct2020. H11: h6: patient code updated: the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The malfunction was found during the configuration of the device. There was no delay to patient therapy reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported a touchscreen malfunction that made it impossible to make adjustments. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported by the international philips field service engineer.